Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 16-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). The stent was inspected under the microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The issue regarding a stent being impeded at distal end of the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8994884. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization targeting a middle cerebral artery (mca) aneurysm, the coil microcatheter (competitor brand) was in place and the 2mm x 6cm galaxy g3 xsft helical (glx120206 / (B)(6)) was delivered to the target site. The coil filled in the aneurysm and the physician tried to detach the coil, but the coil was unable to be detached. The physician inspected the indicator light of the detachment control box and connector cable and observed that all were in good condition. The physician pressed the detachment button to detach the coil again, but it still failed to detach. The physician retracted only the coil to replace it with another coil to complete the aneurysm filling. The physician then delivered the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8994884) via the stent microcatheter (competitor brand). The stent was impeded in the distal end of the microcatheter and could not pass through the microcatheter. The physician removed both stent and microcatheter from the patient¿s anatomy and replaced both devices to complete the procedure, which was delayed by approximately 10 minutes. There was no report of any negative patient impact. On 03-dec-2024, additional information was received. The information confirmed the procedure was a stent-assisted coil embolization targeting a middle cerebral artery aneurysm. It was confirmed that there were two microcatheters used; one for the coil and one for the stent. The 2mm x 6cm galaxy g3 xsft helical coil was successfully removed from the patient. It was not stretched when it was removed; it was still attached to the delivery system. A pre-deployment electrical check was performed. The fault light was not seen during the procedure. All lights illuminated when the power button was pressed. The green system ready light did illuminate. The replacement coil was another 2mm x 6cm galaxy g3 xsft helical coil (glx120206). Regarding the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device, when it was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) and the replacement microcatheter was of the same brand as the original microcatheter used with the first stent. The information confirmed there was no negative patient impact, and the physician did not consider the 10-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8994884. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.